Event description:
It was observed that during the device evaluation, the flex video scope exhibited that connecting tube has foreign objects, air/water-cylinder (aw-cylinder) has foreign objects (white foreign material) and air/water-tube (aw-tube) has foreign objects (white foreign material). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: connecting tube has foreign objects - the most probable cause of the additional failure is cause not established. Air/water-cylinder (aw-cylinder) has foreign objects (white foreign material) and air/water-tube (aw-tube) has foreign objects (white foreign material) - the most probable cause of identified failures is cause traced to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.